Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient present to the clinic after developing a local warmth and occasional irritation at the device incision due to infection. The patient was treated with antibiotics and the event was resolved without sequelae. Patient will continue to follow-up.